Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
An healthcare professional reported that in a study, after intraocular lens (iol) implant surgery, the study patient experienced an inability to see well postoperatively with the lenses. The iols were removed during the secondary procedure. Additional information was not requested due to lack of reporter contact information. There are two medical device reports associated with this patient. This report is for 1st eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An healthcare professional reported that in a study, after intraocular lens (iol) implant surgery, the study patient experienced an inability to see well postoperatively with the lenses, patient continues to experience poor uncorrected and best corrected vision quality and there was no improvement with lubrication therapy. The iol was removed during the secondary procedure. Additional information was not requested due to lack of reporter contact information. There are two medical device reports associated with this patient. This report is for right eye.